Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that the right ventricular lead was capped and replaced due to oversensing on (B)(6) 2020.

Event description:
New information notes that the over-sensing was noise. Patient was stable.

Manufacturer narrative:
Correction: h6 should have included above code in previous report.